Event description:
The international distributor of cryocyte freezing containers reported a broken cryocyte bag that was detected when the bag was transferred into a new storage tank. The bag contained control material (validation, no patient product) and had been stored for 40 months in liquid nitrogen liquid phase. The fill volume was <60ml. A controlled rate freezer was used. Cryopreservation and storage were performed in a metal cassette. No overwrap was used. The bag was not transported outside the lab subsequent to filling. The bag was not placed in the vapor phase prior to removal from the old storage tank. The customer agreed to send a photo of the bag in late september 2006.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. A review has been initiated to investigate customer reports of cryocyte bag breakages.